Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Plastic piece came off torque wrench when it is not supposed to, exposing bio burden in the o.r. And causing a surgical delay of 30-45 minutes.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. The investigation could not draw any conclusions about the reported event. After (B)(4) was implanted complaints for this same failure mode continued. The hhe was revisited on (B)(6) 2012 ((B)(4)), to expand the scope to include all sig fem adpt torque wrenches manufactured since the implementation of (B)(4). The hhe team recommends a running design change to remove the black plastic cap and adhesive from the sigma femoral adaptor torque wrench, as well as the incorporation of a lead in chamfer on the hex. An update to the dfmea may be required based on the results of the design change. It was also noted that this issue was not recommended to go to qrb. See (B)(4) for further details. Depuy considers this investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.